Event description:
The customer reported the battery is bad. The philips field service engineer found the device did not power up on the battery power.

Manufacturer narrative:
(B)(4): the customer reported the battery is bad. The philips field service engineer found the device did not power up on battery power. The philips field service engineer evaluated the device and found the battery failed. The customer was ordered as replacement battery to resolve the issue. We will consider this a malfunction of the battery where the battery was bad and the device failed to power up.